Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to supraventricular tachycardia. Programming changes were made and the patient was stable after the event.